Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issues were not confirmed. However, heavy dust inside the unit, front panel crack, flat cable corrosion, back panel corrosion, and distribution board corrosion were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center power fluctuates and the image shifts from the right side to center. The event occurred during preparation for use, prior to a diagnostic gastroscopy procedure. A similar device was used to complete the operation and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation did not confirm the intermittent power issue reported by the user. A review of the device history record (DHR) found no deviations that could have caused or contributed to this issue. The DHR confirmed that the subject device was shipped in accordance with the specifications. However, the investigation determined that the power supply was faulty. Corrosion was found between the circuit board (dp) and the connector. This way may have contributed to the reported problem of the image shifting from right to center. However, a definitive root cause was not established. Olympus will continue to monitor field performance for this device.